Manufacturer narrative:
All info provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that during dft testing at device changeout, low impedance was observed. An alert was received stating that therapy was aborted due to possible hv lead issue. Lead was capped and replaced. Device was not implanted.